Event description:
Olympus received a medwatch report which stated, "the patient was having a transurethral resection of the prostate (turp) done with an olympus resectoscope. The porcelain (beak) came off the inner sheath of the resectoscope inside the patient's prostatic urethra. The broken instrument piece was retrieved with cystoscope and flexible alligator grasper."

Manufacturer narrative:
Olympus followed up with the user facility to obtain more detailed information regarding the report, and was provided limited information. The risk manager reported that the subject device was sent to a third party service provider for service, and it was deemed that the device was unrepairable; the user facility ordered a replacement unit. The user facility was not able to provide the specific model and serial or lot number of the subject device. The medwatch report referenced three devices which are the resectoscope (model/serial number unknown), working element with model wa22061b (lot number unknown), and the inner sheath (model/lot unknown). Olympus decided to file the report against the inner sheath, as this is the item that has a porcelain beak. The exact cause of the user's experience could not be conclusively determined. This report will be updated if additional and significant information becomes available at a later time. This report is being submitted as a medical device report in an excess of caution.